Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed five smart coils in the target vessel using the microcatheter. The physician then advanced the sixth smart coil in the target vessel using the microcatheter and attempted to detach it multiple times using the handle; however, the smart coil failed to detach. The physician then decided to remove the smart coil. Upon retraction, the smart coil unintentionally detached approximately two centimeters from the distal end of the microcatheter. The physician then used the pusher assembly of the smart coil to push the detached smart coil into the aneurysm. The procedure was completed using two additional smart coils, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.